Event description:
Pt had a tte (trans thoracic echocardiogram) performed with ultrasound machine. The machine would not turn on after study was done. The tte was unable to be retrieved. Patient had to have another one performed the next day. Service engineer from philips medical was contacted and reported that, after several attempts, the files were corrupt and no patient exams could be retrieved.manufacturer response for ultrasound machine, ie33 ultrasound machine (per site reporter):they attempted to retrieve the images but said it was corrupt and two patients had to have their studies redone.